Event description:
The device was set to deliver a solution of d5w40meq kcl of 250ml in piggyback mode with a rate of 62.5ml/hr for a 4 hour infusion. The infusion started at 12pm and at 12:30pm the patient notified nurse that hand was burning. Reportedly, a nurse noted that entire bag had infused in 30 minutes. The patient was given ECG and labs were drawn. No changes in patient's status and patient is okay.

Manufacturer narrative:
The device was tested and found to deliver within specification. The operation history log was also downloaded and reviewed. The history log shows that an infusion was delivered in piggyback mode at a rate of 62.5cc/hr with volume of 250 at 12:05pm on 10/10/2006. At 12:31pm, the device alarmed downstream occlusion, the device then put on hold at 12:32pm. According to operation log, the device delivered 26.4cc in 26 minutes in accordance with the programmed rate.